Event description:
The pt received a scs system on (B)(6) 2005. It was reported that the pt is not getting the stimulation that she needed. Her physiologic mid-line was off from her anatomical mid-line due to her spinal torsion. The doctor removed the lead and replaced with two new leads effectively resolving the pt's coverage issue. No further info is available at this time.

Manufacturer narrative:
Result: one incomplete terminal end lead segment and one incomplete stim end lead segment. There is no alleged device failure to meet specification. The event is procedure/pt anatomy related and cannot be confirmed through product analysis testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.